Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was a case of an attempted implant. Additional information received indicated that the cause was due to patient anatomy. The sub selected veins had phrenic nerve stimulation. The lead was removed after the patient had small posterior effusion and physician performed pericardiocentesis. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.